Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type extension; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3487a, lot# l55972, implanted: (B)(6) 1998, product type lead. (B)(4).

Event description:
It was reported that a patient's device was turning off randomly. It happened twice - first time had been about ten days prior to the report. The patient felt his stimulation stop and he had to turn it back on. It was stated that it had happened again on the day of the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.